Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that (B)(6) male patient was treated. Zoll customer support attempted to contact the patient for additional information. The patient's daughter reported that the patient was unable to respond to the alarms. The patient was at a nursing facility at the time. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 157 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The patient was transported to a hospital following the treatment. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - reuse; electrode belt: sn (B)(4) : 01/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.